Event description:
Loading dose entered into pump settings. Order for 25mg demerol as loading dose. Concentration of demerol is 10:1. At the prompt for "container size", reporter believed that the nurse programmed in ml (30 ml) not mg (300mg). At the initial prompt for loading dose. Reporter believes that the amount of 250mg was programmed. Pt received approximately 200mg of demerol. Pt was noted to have decreased in respiratory effort, narcan IV given x2. Md present and evaluated pt.